Event description:
Ambulance personnel were attending to a pt reported to be in full cardiac arrest. The pt was countershocked once successfully, however when external pacing was attempted, the device allegedly alarmed and flashed a svc indicator. A back up pacer was obtained and treatment to the pt continued. There were no adverse effects to the pt reported as a result of the alleged malfunction.